Event description:
It was reported that the customer had passed away. The customer's blood glucose at the time of death was 300 mg/dl. The customer had been getting weak, their legs were giving out, and they were advised that they should go to the hospital. The caller stated that the cause of death is unknown, but most likely it was heart failure. The caller was unsure if the insulin pump was taken off at the time of death at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a depleted battery installed. The insulin pump passed the functional test, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had a cracked case at a display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip. The insulin pump passed the delivery volume accuracy test with 98.44 percent accuracy.

Manufacturer narrative:
The insulin pump was received with a depleted battery installed. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.